Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: lead was explanted due to non-specific product performance issue. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found, which most likely occurred during the extraction procedure. An abrasion mark was found 2.5 cm proximal to the lead tip. It is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the lead tip was found deformed and the fixation helix bent and stretched, these deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.